Event description:
Procedure performed: robotic laparoscopic myomectomy. Event description: trocar was being used as an ancillary port. Using the CT needle to pass through the trocar when the entire clear shield over the duckbill came off through the trocar and fell into the patient. The shield was retrieved from the patient. The trocar was replaced and the procedure completed. The device is available to be returned. Intervention: replaced with a new trocar. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with the shield, a clear plastic component of the seal. Visual inspection of the event unit confirmed the complainant's experience of seal component separation. Engineering observed that the shield had scratches and part of the shield was significantly damaged. Based on the condition of the returned unit and the description of the event, it is likely that the shield was dislodged by the CT needle that was inserted/removed from the trocar. Applied medical's instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: robotic laparoscopic myomectomy. Event description: trocar was being used as an ancillary port. Using the CT needle to pass through the trocar when the entire clear shield over the duckbill came off through the trocar and fell into the patient. The shield was retrieved from the patient. The trocar was replaced and the procedure completed. The device is available to be returned. Intervention: replaced with a new trocar. Patient status: no patient injury.